Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, failure to capture, lead impedance fluctuations and poor sensing. As received, complete lead was returned in one piece. The helix was partially extended / bent and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region and the helix stretched / bent consistent with procedural damage. Unable to perform helix mechanism and extension length test due to over-torqued inner coil and damage helix as received. The cause of the reported event of helix mechanism issue was isolated to the over-torqued of the inner coil and helix being stretched/bent and clogged with blood/tissue. The reported events of failure to capture, lead impedance fluctuations and poor sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right ventricular lead exhibited failure to capture, varying lead impedance and poor sensing as a result of a lead dislodgement. Fluoroscopy on an unknown date confirmed the ventricular lead dislodgement. The patient was asymptomatic as a result. On (B)(6) 2025, the patient presented for a lead revision procedure. During the procedure, the helix of the right ventricular lead could not retract. The lead was removed and replaced. The patient was stable.